Event description:
It was reported there was an atrial lead warning on (B) (6) 2009 with atrial lead impedances less than 100 ohms since then. Several atrial high rate episodes "appear to include noise on the atrial lead." No patient complications have been reported as a result of this event. It was later determined on follow up that the physician will hold off on replacing the lead until the device reaches eri.

Manufacturer narrative:
(B) (4)

Event description:
It was reported there was an atrial lead warning on (B) (6) 2009 with atrial lead impedances less than 100 ohms since then. Several atrial high rate episodes "appear to include noise on the atrial lead." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.